Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, smoker, inadequate bone quality/quantity, pain. 2022_1002, 2022_1003 and 2022_1004 are the same patient.